Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer 's pump delivered a 0.1 unit bolus that was in the pump history but the customer was not aware of delivering the bolus. The customer¿s blood glucose level was unknown at the time of the incident. The caller was calling about the cyber security letter they had received. Troubleshooting was not completed but the pump may be uploaded to check the data. The insulin pump will not be returned for analysis.